Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented on with abdominal pain. The aneurx stent graft has migrated distally and was no longer in healthy aortic neck tissue and was sitting in the abdominal aortic aneurysm. There was a proximal type I endoleak as there was blood flowing around the stent graft. The physician elected to implant an endurant 32x14x102 aui stent graft system, an endurant iliac limb, a talent occlusion device, performed a femoral to femoral bypass, and implanted heli-fx aptus endoanchors. The events were resolved and the aneurysm was excluded. The physician was unsure of the cause of the event. No additional clinical sequelae were reported and the patient is fine.